Manufacturer narrative:
Argus case (B)(4).

Event description:
Swallows the cream [accidental ingestion of drug], gallbladder removed [gallbladder removal]. Case description: this case was reported by a consumer via call center representative and described the occurrence of wrong technique in device usage process in a (B)(6)-year-old female patient who received double salt dental adhesive cream (corega extra strong mint) cream (batch number vh2t, expiry date unknown) for denture wearer. On an unknown date, the patient started corega extra strong mint. On an unknown date, an unknown time after starting corega extra strong mint, the patient experienced wrong technique in device usage process, accidental device ingestion (serious criteria gsk medically significant) and product complaint. The action taken with corega extra strong mint was unknown. On an unknown date, the outcome of the wrong technique in device usage process, accidental device ingestion and product complaint were unknown. It was unknown if the reporter considered the wrong technique in device usage process and accidental device ingestion to be related to corega extra strong mint. Additional details: the consumer complained that he swallows corega mint flavor cream during the day. He used the cream according to the instructions, 1 time per day. The cream holds the prosthesis, but not in the way the consumer would like. By evening, there was no cream on the prosthesis, and the consumer easily pulls out the prosthesis without using warm water, as indicated in the instructions. The action taken with corega extra strong mint was unknown. Follow up information received on 10 jan 2020: on an unknown date, an unknown time after starting corega extra strong mint, the patient experienced accidental gallbladder removal. On an unknown date, the outcome of gallbladder removal and product was unknown. It was unknown if the reporter considered the accidental ingestion of drug and gallbladder removal to be related to corega extra strong mint. Consumer explained that her health was not at good condition in general and gallbladder removed. She was used another tube of corega extra strong ( lot number: 7f; expiry date: may 2020), the cream was better than the previous one, but it was difficult to remove the prosthesis. This case is linked with case ID (B)(4) as a same patient (reporter).